Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device displayed a plethysmographic waveform, and a "sensor off patient" error message, however, no spo2 or pulse rate readings were obtained. A defective solder joint at the u15 chip on the technology board resulted in the measurement issue. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported "after several hours of measurement" with the rad-97, "the pulse oximeter no longer displays a pulse value." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). H3 other text: device not returned.

Event description:
The customer reported "after several hours of measurement" with the rad-97, "the pulse oximeter no longer displays a pulse value." No patient impact or consequences were reported.